Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Device not returned.

Event description:
A doctor reported the following event : " declaration of ceramic device fracture ref (B)(4), lot 50201602 ".

Event description:
A doctor reported the following event : " declaration of ceramic device fracture ref 625-ot-32e lot (B)(4).

Manufacturer narrative:
Device information was corrected. Based on additional information received, the device in question was a head, not an insert. An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, no photographs were provided for review. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.